Event description:
It was reported that a malfunction occurred with the customer's device, identified by a specific malfunction code which was resettable. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump and provided information on how to proceed if the issue recurred. After the reset, the malfunction code did not reappear, and the customer was advised to continue using the pump, with instructions to call back if the issue happened again.